Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated, the reported device damaged by another device and single leaflet device attachment (slda) appear to be related to procedural circumstances. Additionally, the reported complete clip detachment (ccd) was a cascading event of the reported device damaged by another device. The reported poor imaging was due to patient anatomy. The reported patient effects of mitral regurgitation (mr) and embolism appear to be due to reported ccd. A definitive cause for the reported unrelated death could not be determined. Additionally, the reported patient effects of embolism, death, and mr as listed in the instructions for use are known possible complication associated with mitraclip procedures. The reported medical intervention, foreign body removal, and hospitalization was a result of case specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number

Event description:
This is filed to report single leaflet device attachment/slda, damaged by another device, prolonged hospitalization, medical intervention, and embolization. It was reported that this is a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. On (B)(6) 2021, two clips were successfully implanted, reducing mr to 1-2. Then on (B)(6) 2021, it was discovered that the second clip (01030u184) became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. The patient remained hospitalized. The other clip remains stable on both leaflets. Then on (B)(6) 2021, the patient underwent a second clip procedure to treat the slda and recurrent mr of grade 4. The additional clip (01030u154) inadvertently came in contact with the slda clip, resulting in the slda clip to embolize. Therefore, a snare was used to retrieve the clip. It was noted that visualization was difficult due to the patient's anatomy during the initial and second procedure. One additional clip was implanted, and mr is 4. On (B)(6) 2021, the patient died for an unknown reason. The physician stated the slda clip did not cause the death. No additional information was provided.